Manufacturer narrative:
It was reported that upon insertion, the balloon was not intact and the balloon came out. Due to this, an additional catheter was inserted. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Balloon not intact